Event description:
It was reported that they wanted to do a back MRI as the patient had symptoms of spinal cord compression for three to four months. The patient had the implantable neurostimulator (ins) removed because "it was not working." Only the leads were currently implanted. The caller did not know when the ins was removed or any details about why the ins was removed. The caller did not know if the patient ever got therapy benefit. The caller was from the managing medical doctor¿s office. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4) implanted: (B)(4) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4) implanted: (B)(6) 2013 product type: lead. (B)(4).